Manufacturer narrative:
All available information was investigated, and the reported cracked flush port luer and leak were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the sem results and the returned device analysis, the reported cracked flush port luer resulting in a leak was due to environmental stress cracking. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while de-airing the sgc, a leak was observed at the base of the flush port. A crack in the hemostasis valve flush port of the sgc was also observed. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.